Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient is a child, the other patient demographic details were requested but not provided.

Event description:
It was reported that the tubing had pinholes and was leaking at the top of the pump segment. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of the tubing having pinholes and leaking at the top of the pump segment was confirmed. Visual inspection observed a small tear in the silicone segment tubing (p/n 12088541) below the upper fitment p/ntc10008721. A small gouge/crush mark was observed on the upper fitment just above the torn silicone segment tubing. Functional testing confirmed the leaking at the location of the tear. The cause of the leak was identified as a small tear in the set¿s silicone segment tubing (p/n 12088541). Although damage was observed, functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the set allowing fluid to flow through the set via gravity. Drops of blue-dyed water were observed to be leaking out of the location of the tear. The root cause of the tear was not determined.

Event description:
It was reported that the tubing had pinholes and was leaking at the top of the pump segment. No patient harm.